Manufacturer narrative:
Technical support specialist (tss) sent the customer the d-con procedure for the aia-360 and the customer will throw away the old batch bottles and start with fresh. The tss advised the customer to re-cal ipth and call back to discuss the results. The tss followed-up with a call on 4/21/2017 to the customer and the customer stated that they found wash probe purge failure during decon. The tss suggested account prime all fluids due to air in the line. The account reports receiving the wash and substrate purge failures while priming the rinse solution through. Ts advised customer to replace now with the fresh reagents and prime 3-5x. The called back when completed and confirmed the decon of analyzer and all supply bottles resolved the issue. The tss follow-up call on 4/25/2017 found the machine working within specifications. The probable cause of the event was possible contamination issue and/or also possible operator issues. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported they are having imprecision with the l1 level of br 25210 with their aia-360 analyzer sn#(B)(4). The customer reports they can calibrate ipth and her l1 mean will be around 31 to 32, but over time it will drift down to 27 at which time she will re-calibrate and it will once again be back around 31 to 32. This process continues to repeat itself. The customer is has requested assistance with the reported issue with their aia-360 instrument causing a potential delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.